Manufacturer narrative:
The axium coil remains inside the patient and the pushwire was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4)

Event description:
Medtronic received information that during the treatment of cervical pial (spinal intradural) fistula measuring approximately 6mm x 15mm. One axium helix (6x20) did not form loops in the desired location and two to three attempts were made to reposition it. During the repositioning of the coil, it prematurely detached inside the microcatheter. As the coil was pulled out, only the pushwire came out. The coil was successfully implanted in the patient. The other axium helix coil (6x20) got detached inside the microcatheter. The physician did not try to detach the coil, they were still trying position the coil into the desired location and when they attempted to pull back the coil to reposition it, they discovered the coil had prematurely detached. The coil was not at the desired location but proximal to the cervical pial fistula and remains in the patient. On removing only the push wire came out. There was not any resistance during deliver of the coil. The patient'ss anatomy was moderately tortuous. No medical intervention was required. The patient was reported to be in stable condition. (B)(4)